Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow, contrast and ok keypad buttons were under responsive to user presses. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 09/11/2017 animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 08/14/2017 with the following findings: on examination, the keypad cover was intact and without damage. On testing, all the keypad buttons were unresponsive when tested. Investigation duplicated the complaint. The keypad cover was removed for investigation and revealed no evidence of contamination on the contacts of the keypad buttons. There was moisture corrosion present on the internal keypad flex connector. Unrelated to the original complaint, the battery compartment was noted to be cracked.